Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 500 devices. The following information was provided by the initial reporter. The customer stated: "while opening the cap of the tubes few pieces of plastic particles are sticking inside the cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 08/12/2022. H.6. Investigation summary bd received 5 samples and 1 photograph from the customer in support of this complaint. 5 returned samples were taken and their cap/stopper assemblies were removed. Evaluation of the cap/stopper assemblies identified multiple tiny angel hair (plastic pieces from the hemoguard cap). Photograph attached was reviewed and no plastic fms were found. 10 retained samples were taken, and their cap/stopper assemblies were removed. Evaluation of the cap/stopper assemblies identified no further plastic particles. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaint history review was conducted and only the current complaint was found relating to the incident lot number 1305382 and the ¿as reported¿ defect code. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed. S1 vrmw17-001 rev. 6 line 6.1.1.3. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 500 devices. The following information was provided by the initial reporter. The customer stated: "while opening the cap of the tubes few pieces of plastic particles are sticking inside the cap."